Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels, unconsciousness and hospitalization. The patient was walking with her friend at 05:40 pm and suddenly felt sick. The next moment, she passed out. The friend of the patient called the ambulance, when the ambulance arrived the patient had a glucose reading of 80 mg/dl. The patient was taken to the hospital where she received glucose, because in the meanwhile the blood sugar level had decreased. At her own request, the customer discharged herself the same evening. The patient mentioned that the responsible doctor believed that the pump was not the problem, but the patient didn't believe it and left the hospital. The customer further informed that the adapter of the pump was two years old while the battery cover of the pump was over one year old.